Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twelve days following the implant of this transcatheter bioprosthetic valve, after the patient¿s condition began to deteriorate with the development of breathlessness and symptoms worsened, cardiopulmonary resuscitation (CPR) was performed. Emergency surgery was performed to replace the valve with a surgical valve. An echocardiogram revealed the valve had migrated down from its original position into the ventricle and affected the mitral valve, causing severe paravalvular leak (pvl). A surgical valve was implanted. It was reported that the patient had been stable immediately following the initial valve implant procedure and the CPR may have contributed to the movement of the valve. The native annulus diameter measurement was 25.8 millimeter (mm). No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the DHR for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Potential factors that could influence a dislodgement/migration during or after an index procedure, include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy. These events typically are not related to a device malfunction; however, it was reported that the physician considered removing the valve and using a 34xl sized valve after this valve was felt to be moving a little prior to fully releasing the valve, so this issue of valve migration could potentially be attributed to a valve size mismatch. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. However, in this case it appears that the positioning of the valve played a role in the pvl as it was reported that the valve had migrated towards the ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Angiographic records submitted for review show the valve deployed to 80%. In another cine showing the valve deployed at 80%, the valve is much deeper than in the previous cine. The cines show the valve being redeployed and fully released, however, the depth of the valve implant was unable to be assessed due to the extreme parallax in the valve. The final angiography of the deployed valve depicts a trace-mild leak. The cines confirm that the valve was deployed successfully, and the valve was redeployed at least once during the procedure. The reviewed cines are unable to confirm that the valve was moving during deployment or the status of the patient at the time of deployment or the days following the procedure. The cines do not show evidence of cardiopulmonary resuscitation (CPR) or surgery performed. If information is provided in the future, a supplemental report will be issued.